Event description:
Report received from USA stating that air leaked from the device during surgery. It is known that there was no patient/user injury, however, it is unknown if there were any medical intervention or surgical delay. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).